Event description:
The electrode insulation burnt and the product stopped functioning during the procedure. The customer used another unit and completed the procedure. No harm was done to the patient, doctor or any other hospital personnel. The procedure was completed satisfactorily and no intervention was required.